Manufacturer narrative:
Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd ultra-fine¿ pen needle the tip of the flexpen broke off and remained in the rubber following the injection of insulin. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one photo of an insulin pen was returned from an unknown lot. No., cat. No. 320477. No needle can be observed in the returned photo. No DHR review can be carried out as the lot number is unknown. As no sample was returned, no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.